Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
When the bed's head or foot section is lifted, the axle bolt on the cam shaft is shearing.